Event description:
On 11/6/96, co customer services received a telephone call from orthetics concerning the performance of one of its devices. During application of the co system for cervical spine treatment, the wrench was out of calibration and the hand held tool permitted the anchoring head pins to penetrate the skull of the pt. The pt could use the halo system, however the physician provided an alternate traction system.